Event description:
It was reported that a malfunction code appeared, indicating a software error. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, resolved the issue, and ensured the pump was functioning correctly. The customer was advised to continue using the pump and to contact technical support if the malfunction code recurred, which was acknowledged and understood by the customer.